Event description:
The following has been reported: biomed reported: to whom it may concern, I have a lvp pump serial#: (B)(6) that was reported to me that there is a pump problem. I cleaned the av (actuator valve) pins and loading guides. When I went to test the pump the pump alarmed pump problem service needed. I could not perform a test infusion. There was no report of patient harm or of the issues stopping an active infusion. A preliminary review of the logs identified the following issue: pneumatic valve actuation failure (valve 1). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.

Event description:
Per further review of the logs with fk na r&d, it was determined that this was actually a mechanical hardware failure (air compressor). Pump was returned for evaluation. Upon powering on the device, the pump was showing evidence of having pneumatic faults during its startup check. The pump's compressor engaged several times during this process before a pump problem alarm presented itself along with two red led status lights. A fresh set of logs were pulled from the pump; the logs were reviewed to determine the source of failure. The logs indicated that the pump was experiencing pneumatic failures as the result of a faulty air compressor. The pump was opened, and a visual inspection of the internal components was performed to identify and other source of additional failures. It was discovered that the pump had multiple damaged screw bosses on its front housing. The front housing will be replaced during the repair process along with the air compressor. Based on the failed air compressor, the complaint will be added to an internal CAPA for monitoring and the fresenius kabi warrendale engineering team will further investigate the compressor along with any relevant flight recorder data captured in the provided log files. The pump will be sent to the repair team where the suspect compressor will be removed and held for engineering testing. A new compressor will be installed into the affected pump. From there the pump will undergo any additional repairs and then go through all necessary functional testing.